Event description:
It was reported that the patient was being explanted due to loss of stimulation and ineffective symptom relief. The physician confirmed that the lead was broken near the tines and removed the lead and ins. The procedure was successfully completed, no patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Supplement record created to add to coding (f10): f10 - inadequate/inappropriate treatment or diagnostic exposure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient was being explanted due to loss of stimulation and ineffective symptom relief. The physician confirmed that the lead was broken near the tines and removed the lead and ins. The procedure was successfully completed, no patient complications were reported, and the patient is expected to fully recover.

Event description:
It was reported that the patient was being explanted due to loss of stimulation and ineffective symptom relief. The physician confirmed that the lead was broken near the tines and removed the lead and ins. The procedure was successfully completed, no patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. Correction: block h6 imdrf impact coding and imdrf device coding.

Event description:
It was reported that the patient was being explanted due to loss of stimulation and ineffective symptom relief. The physician confirmed that the lead was broken near the tines and removed the lead and ins. The procedure was successfully completed, no patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 block h11: correction to block h6 imdrf impact coding and block h6 imdrf device coding.